Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia with blood glucose level of 89 mg/dl. The customer¿s blood glucose level was 38 mg/dl, 125 mg/dl and 70 mg/dl. The customer was treated with peanut butter, half bottle of orange juice and jelly. The insulin pump will not be returned for analysis.